Event description:
It was reported that a spectrum pump displayed an upstream occlusion error. Any pt involvement, injury or med intervention is unk.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the false upstream occlusion alarms, which were reproduced while running a loaded set. During the eval, the upstream sensor had low fluid numbers. Low ultrasonic readings make the device more sensitive to upstream occlusion alarms. The failed upstream sensor was replaced.